Event description:
It was reported that they received a low flow rate alarm for all arctic gel pads that were in use. It was stated that they troubleshoot all the pads, but the alarm persisted. The nurse advised to use new pads if therapy was going to be continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a low flow rate alarm for all arctic gel pads that were in use. It was stated that they troubleshoot all the pads, but the alarm persisted. The nurse advised to use new pads if therapy was going to be continued.